Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 membrane. Incident occurred at the start of the pt's treatment. Hcp stated that the pt was itching and 25mg IV benadryl was given. Blood was returned to the pt before treatment was resumed with new disposables. Hcp stated the pt's itching greatly improved. The pt was placed on an alternate membrane for the next treatment. This treatment was completed without incident.